Event description:
An abbott plum xlm infusion pump and an abbott single channel infusion set no. 6440 were used to provide an epidural infusion of 3mcg/cc fentanyl and 0.2% ropivacaine in a 250ml solution of 0.9% sodium chloride. The pump was turned on for programming and it came up in the secondary mode. The physician programmed a secondary rate of 8ml/hr but did not program in a volume to be infused. The pump was switched to the run mode and it began infusing at the rate of 50ml/hr which was programmed into the primary mode. The pump ran at this rate for approx 2 t0 2 1/4 hrs at which time a nurse discovered the error. The pump was replaced with another pump because it was unknown if the original pump had malfunctioned and caused the rate to change. The original pump did not indicate any alarm conditions while it was running.